Event description:
It was reported that the left ventricular (lv) lead was capped and replaced to obtain better positioning for cardiac resynchronization therapy response. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Concomitant products: 6949 implantable tachy lead 2006 (B)(6). (B)(4).